Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was an open pulse wire in the cable connecting ECG "a" and ECG "b" to the front therapy electrode, and an open pulse wire in the cable connecting the front therapy electrode (te) to ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported non-functional therapy electrodes (te's).